Event description:
It was reported on (b)(6) 2026 that the patient's five infusion sets had occlusion issues and were used for up to 10 days. The patient experienced high blood glucose levels and was treated with multiple daily injections.

Manufacturer narrative:
Initial 2 of 5.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.